Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified low readings on the adc device compared to unspecified readings obtained on a competitor brand meter. Customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). Due to higher readings obtained on the competitor meter, the customer reported self-treating with insulin (dose/type unspecified) and no third party treatment was reported. There was no report of death, serious injury, or mistreatment associated with this event. Additionally, the customer received sensor scan results of 60 mg/dl, 80 mg/dl, and 65 mg/dl compared to readings of 179 mg/dl, 215 mg/dl, and 185 mg/dl respectively obtained on a competitor brand meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant.